Manufacturer narrative:
The manufacturing evaluation is going to be conducted. Further information regarding this event is going to be provided.

Event description:
In 2009, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The procedure was done successfully and the patient was doing fine. The following month, the follow up exam revealed no problems. Four days later, the patient had a fever and felt indisposition. The computed tomography angiography revealed that the patient had type a dissection at the thoracic aorta. Two days later, the ascending aorta was replaced by dacron graft with three branches. The distal end of the dacron graft was anastomosed, end-to-end, with the descending aorta that was reinforced by a straight dacron graft within the tag device. The patient tolerated the procedure.